Event description:
It was reported that when an asymptomatic patient presented for routine follow-up, post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. The device was reprogrammed.